Event description:
Failed right total hip with loose stem.what was the original intended procedure?right total hip arthroplasty.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.